Event description:
It was reported by the aci sales associated that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the sfa, just above the bifurcation, via a 6f terumo sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approx 7 mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the pt and the balloon lost pressure as the physician pulled towards the arteriotomy (between 1st stop and 2nd stop). The physician removed the device and converted the pt to 20 mins of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further info is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a micro tear in the balloon, approx 5 mm from the balloon proximal tip. No other source of a leak was identified. Damage was observed on the distal tip of the introducer sheath. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided.